Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 800 mg/dl. Customer was hospitalized due to a blockage in the bladder and infections. Customer had several seizures and was taken to the hospital. Customer was disconnected from insulin pump right after the seizure which was about thirty minutes prior to hospitalization..